Manufacturer narrative:
Manufacturing and inspection records were reviewed for both drivers, and no anomalies were found. The returned t8 cannulated stick fit hexalobe driver (part number 80-4155, batch 595020) and t8 cannulated hexalobe driver (part number 80-4151, batch number 595005) were examined visually. Both parts exhibited similar fracture patterns. Driver (part number 80-4151, batch number 595020) showed a visible, angled approximately 45-degree fracture plane relative to the driver's long axis. The fractured surfaces also appeared to follow a semi-spiral shape. A vertical fracture line at the base of a lobe valley & parallel to the driver's long axis was also observed. Both observations supported characteristics of a torsional failure pattern in a brittle material. The hardness of this driver tip measured approximately 53.5 hrc which indicates the heat treatment process correct affected this part. This value resides lower than the print specification, 56 hrc, and most likely arises from an artifact of the testing location because this order's coupon passed the minimum hardness requirement. Furthermore, the value residing below the upper harness limit, 60 hrc, suggested the part was not overharden, which can potentially lead to increased embrittlement. The brittle fracture presentation resided consistent with the effects of the heat treatment process. The increased hardness provided the strength increase necessary to resist torsional loading during implant installation. Driver (part number 80-4155, batch number 595005) showed a visible plane with a very slight angle relative to the driver's long axis. The fractured surfaces presented more in a flush manner as compared to the semi-spiral shape of 80-4151. The observations supported characteristics of a torsional failure pattern in a brittle material. The hardness of this driver tip measured approximately 53.5 hrc which indicates the heat treatment process correct affected this part. This value resides lower than the print specification, 56 hrc, and most likely arises from an artifact of the testing location because this order's coupon passed the minimum hardness requirement. Furthermore, the value residing below the upper harness limit, 60 hrc, suggested the part was not overharden, which can potentially lead to increased embrittlement. The brittle fracture presentation resided consistent with the effects of the heat treatment process. The increased hardness provided the strength increase necessary to resist torsional loading during implant installation. However, based on the information received the root cause could not be determined.

Event description:
(4 of 4). It was reported during surgery, the stick fit screwdriver began to crumble inside the screw during final implantation of the mini acutrak 3 screw. Next the regular cannulated driver tip was used and advanced screw two turns, then snapped ins the screw. The metal fragments were retrieved from inside the screw head. The screw was then left at current location. The screw was left in final location. The surgery was completed after a 30-minute delay. It was also reported metal pieces from driver may be present in patient. There were no other adverse patient consequences reported. This report is related to report number 3025141-2023-00710, 3025141-2023-00711 and3025141-2023-00712 for the other driver and screws involved in this event.

Manufacturer narrative:
Corrected data: it was noted the date received by manufacturer (g3) was reported incorrectly. G3 updated to 11/16/2023.